Event description:
Allegedly, hip suddenly structurally failed, breaking into two pieces at the oblong taper or distal end of the device, where it seated in the pocket of the profemur stem creating pain.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.